Manufacturer narrative:
The customer¿s report that the infusion rate changed was confirmed. The pcu event log showed that the pump module was already in use and infusing fentanyl 2500mcg/250ml at 25ml/hr. Only a portion of the pcu event log was received and the exact date and time the infusion was programmed could not be identified. At 12:38 am on (B)(6) 2016 the previous infusion completed. The vtbi was changed and the infusion was restarted. At 7:40 am, the dose was changed to 275mcg/hr, which made the rate 27.5ml/hr. At 3:41 pm, the dose was changed to 210mcg/hr, which made the rate 21ml/hr. At 4:05 pm, the rate was changed to 27.5ml/hr, which made the dose 275mcg/hr. At 4:59 pm, the device was channeled off and the system was powered off. The volume recorded as being infused between 12:38 am and 4:59 pm was 424.87ml. The root cause of the infusion rate changing was identified as a user programming issue. Devices not received, log review only.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when an ICU patient became increasingly restless the nurse realized the fentanyl infusion rate on the pump module was incorrect. The nurse corrected the rate to 27.5ml/hr (275mcg/hr). There was no patient harm.